Event description:
The customer reported that the insulin pump alarmed motor error while she was giving herself insulin for carbohydrates. The blood glucose reading was 498mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run the self test and passed. The caller mentioned that there are cracks above the b button, battery compartment, and near the reservoir window. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device had scratched lcd window, cracked display window corners and battery tube threads, broken belt clip slot, cracked reservoir tube and lip, and missing end cap sticker.